Event description:
Event is reportable based on investigational findings on (B)(6) 3010. It was reported that during an unspecified procedure, there were inflation difficulties and the inflation device was reported to have "broke apart." The advantage inflation unit was connected to an unspecified balloon. The balloon was unable to be inflated. The inflation device was reported to have "broke apart". The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "fine." However, product analysis revealed that the housing around the lock nut and gauge area were separated and the clips in these areas were not securely snapped. The gauge was detached from the device housing.

Manufacturer narrative:
Returned product analysis revealed that the housing around the lock nut and gauge area were separated and the clips in these areas were not securely snapped. The gauge was detached from the device housing. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is manufacturing. The complaint failed to meet specification or perform as intended due to the manufacturing process. It is probable that the encore device was not correctly assembled at the snap press during the manufacture of the unit. (B)(4)